Event description:
Unable to speak with the patient/layperson, this senior medical affairs specialist reviewed information the patient gave to a customer care advocate., cca. A letter will be sent to the patient, as well. In 2009, the patient reported he threw his onetouch ultralink in frustration, damaging the display. The patient had used the meter approximately three months. Allegedly, the test strips were loose after he inserted then into the meter so that it would not turn on. The patient also implied that he could not obtain a blood glucose result when it would turn on because the product required too much blood. The patient alleged that due to the meter issues his health was affected because he began testing only once a day. The patient reported "drinking more water in a day that I ever drink in a week" and frequent urination and the feeling that his kidneys "had a heart beat and were going to jump out of my back." The patient saw his physician; however, the date and type of treatment, if given, were not provided. The patient stated, "it [blood glucose] was 800 when it should have been 150 [expected ranges]." It would be useful to know the following: if the patient continued his unknown basel rate, how frequently he actually did obtain results and how he self treated after the results, and when he reportedly discontinued using the meter and returned to using his non-lifescan meter. The cca replaced the products. The patient reported symptoms that meet the criteria of serious injury, alleging they were the result of his product issue. Although the patient did not alleged medical intervention, the complaint is reported .

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Patient no longer has test strips (d4).